Event description:
The facility reports the pt was being lifted into the tub when the lift fell onto the top edge of the tub. The pt was not injured. The facility has since put a weight limit on the lift of 190 lbs.